Event description:
Patient reported via sus voluntary medwatch, mw5162233, "I had a right breast implant rupture and contracture. I had been experiencing pain and signs and symptoms of illness and inflammation for the year preceding". This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.